Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an explant procedure due to unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50. Model #: sc-4316, serial #: (B)(4), description:next generation anchor kit sterile. Additional information was received that no further information regarding the patient or explant procedure can be obtained. Ipg sc-1132/(B)(4): the required tests were performed and no anomalies were found. Lead sc-2218-50/(B)(4): the lead was cut. Visual/x-ray inspections found the cables were fractured at the kinked sections of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. There are no exposed cables. Lead sc-2218-50/(B)(4): the lead was cut. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Clik sc-4316: one of the clik anchors has a torn eyelet. No silicon material from the eyelet is missing.

Event description:
A report was received that the patient underwent an explant procedure due to unknown reason.

Event description:
A report was received that the patient underwent an explant procedure due to unknown reason.